Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 572 mg/dl. Elevated bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.